Event description:
The patient reported a loss of therapy and decided to explant her system. During the explant procedure, the physician discovered that contacts were detached from the lead. All contacts were removed from the pt. The pt is reportedly doing well.

Manufacturer narrative:
The explanted ipg and lead were discarded by the medical facility and will not be returned for eval. A review of the device history records for ipg and lead was completed and no anomalies were noted. This is the final report.